Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the reporter stated that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 600 mg/dl following disconnection of the ilet after alert code 69 (external flash write error). The user was transported to the hospital by a caregiver where the user was diagnosed with diabetic ketoacidosis and treated with intravenous insulin and glucose and discharged (B)(6) 2025. No long-term health effects were reported.